Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿seroma,¿ ¿swelling,¿ ¿capsular contracture,¿ baker grade unknown, ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿rashes,¿ ¿itching¿ and ¿heat sensation.¿

Event description:
Patient representative reported patient experienced ¿seroma,¿ ¿swelling,¿ ¿capsular contracture,¿ baker grade unknown, ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿rashes,¿ ¿itching¿ and ¿heat sensation.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿depression,¿ ¿chronic insomnia,¿ ¿disfigurement¿ and ¿anxiety, ptsd;¿ these events are not related to the device. Device was explanted. This record is for the left side.